Event description:
It was reported occlusion alarms occurred intermittently. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer performed a supply change and administered a bolus via the pump to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin, and "insulin pens", resolving the issue with no permanent damage. Date of discharge was not provided. The customer continued to use the pump for insulin therapy. Date of event is approximate.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.